Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to remove closure device, retraction problem-foot and break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a superficial femoral artery interventional procedure, using a 6f sheath. Reportedly, when retracting the foot the lever felt loose and when the lever was closed the foot did not close. The physician stated that the lever felt disconnected. The device was broken open and a hemostat was used to grab the metal rod in the device to retract the foot. The foot retracted and the device was removed. The suture of the proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was a 20 minute delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.